Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a clinical study regarding a patient who was receiving hydromorphone (unknown dose and concentration) via an implantable pump for malignant pain and pancreatic cancer. It was reported that on (B)(6) 2015 the patient reported experiencing intrathecal therapy (it) medication side effects specified as sedation, nausea, dizziness, and hallucinations. The last pump programming date from the most recent refill prior to the event was (B)(6) 2015. The event was related to the device or therapy and not related to the implant procedure. The event was related to increased dose of drug. The event resulted in in-patient hospitalization. The pump was reprogrammed on (B)(6) 2015. The event was resolved without sequelae on (B)(6) 2015.

Event description:
Additional information was received from a healthcare provider (hcp) via a (B)(6) study. It was reported that, on (B)(6) 2015, the pump settings showed the patient was receiving dilaudid [3.0mg/ml] at a rate of 1.9986mg/day and bupivacaine [30.0mg/ml] at a rate of 19.986mg/day.